Event description:
The customer reported an erroneous, high gi monitor result was generated on (B)(6) 2011 for one patient sample run on an access 2 immunoassay system. The result failed a delta check based upon prior patient results, was regarded as suspect, and not released. Repeat testing of the sample on the same instrument on (B)(6) 2011 produced a result within a lower clinical range. As the initial erroneous result was not released from the laboratory there was no death, serious injury or modification to patient treatment associated or attributed to this event. Quality control results were performing within customer established ranges at the time of the event and system checks were meeting established specifications. A ten repetition precision study yielded a 10 %cv (coefficient of variation).

Manufacturer narrative:
A field service engineer (fse) was on site on (B)(4) 2011. He verified sample probe alignment and volume. He verified aspirate probe alignments and ultrasonic operations. A gi monitor precision test was performed with %cvs within assay specifications. Although hardware may have been a contributing factor to this event, a definitive root cause for this event has not been determined to date.

Manufacturer narrative:
(B)(4).